Event description:
Caller reported they accidentally delivered too much insulin by staying connected during the fill tubing step. As a result, customer's blood glucose level was recorded as low, although a specific value was not provided. To address the low blood glucose, customer consumed glucose tablets and carbohydrates but did not require third-party assistance. Customer was advised by customer technical support to follow pump screen prompts to prevent future incidents and to monitor blood glucose while following up with their healthcare provider if necessary.